Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose. Customer stated that the insulin pump is not delivering the basal rate, he is always running high. The blood glucose reading is 297 mg/dl. The customer programmed a bolus to treat. Customer stated that he had an emergency room visit due to high blood glucose. The blood glucose reading at the time of the event was 570 mg/dl. Customer stated that he wasn't feeling well. Hospital treated with IV drip and manual injections. Customer discovered that cannula was not injected into the skin, it was sitting on top of his skin the entire time.